Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed. Primary analysis revealed that the defibrillation conductor was fractured. Additional analysis showed the distal conductor was distorted, the proximal conductor was cut, and blood/body fluid (not obstructed) was on several conductors and the outer tubing overlay. The inner and outer tubing was kinked/buckled. The outer tubing also had an environmental stress crack breach (non-electrical.) The outer tubing overlay was melted, had a cosmetic environmental stress crack, and a breached cut. The exposed defibrillation coil had a white substance on it. The outer insulation had a cosmetic depression. The helix was distorted/bent and there was blood in/on the helix mechanism. The lead was stretched. Update: the distal conductor was also fractured suspected to be due to the explant procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary :(B)(4): the full lead in segments was returned and analyzed. Primary analysis revealed that the defibrillation conductor was fractured. Additional analysis showed the distal conductor was distored, the proximal conductor was cut, and blood/body fluid (not obstructed) was on several conductors and the outer tubing overlay. The inner and outer tubing was kinked/buckled. The outer tubing also had an environmental stress crack breach (non-electrical.) The outer tubing overlay was melted, had a cosmetic environmental stress crack, and a breached cut. The exposed defibrillation coil had a white substance on it. The outer insulation had a cosmetic depression. The helix was distorted/bent and there was blood in/on the helix mechanism. The lead was stretched.

Event description:
It was reported that the right ventricular lead impedance was increasing and then a high impedance threshold was measured. The lead integrity alert was triggered; indicating an apparent conductor fracture. It was also reported that the lead was oversensing. During the explant procedure, it was further reported that the helix was unable to be retracted. The lead was explanted and replaced. No patient complication have been reported as a result of this event.